Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. P atient¿s annulus perimeter measured 89.7 millimeter (mm) with a perimeter derived diameter of 28.6mm suggesting a 34mm evolut. Fluoroscopic valve load inspections were performed and a misload appeared to be present by overlap beyond node 4 in one and appears to re ach node 4 on the second. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bi oprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During the deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - imf/annex f code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the evolut proplus 34 valve, an infold was identified over the 4-node after crimping the first valve. This valve was replaced with another evolut proplus 34 valve, where no relevant infold was detected during a fluoroscopic check. However, after the first recapture of the second valve, an infold was again identified. This valve was subsequently replaced with a new one without any complications. Additional information was received indicating that the misload of the first valve was identified under fluoroscopy. It was also noted that the misload was not due to an inexperienced valve loader. The second valve was recaptured one time due to the implant depth. And a short procedural delay occurred due to the time needed to load and exchange the valve systems.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the evolut proplus 34 valve, an infold was identified over the 4-node after crimping the first valve. This valve was replaced with another evolut proplus 34 valve, where no relevant infold was detected during a fluoroscopic check. However, after the first recapture of the second valve, an infold was again identified. This valve was subsequently replaced with a new one without any complications. Additional information was received indicating that the misload of the first valve was identified under fluoroscopy. It was also noted that the misload was not due to an inexperienced valve loader. The second valve was recaptured one time due to the implant depth. And a short procedural delay occurred due to the time needed to load and exchange the valve systems. Additional information was received that per the physician, the patient's type 1 bicuspid valve with severe calcification probably contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evprop34 (lot: 0012497770); product type: 0195-heart valves; product ID: d-evprop34, (lot: 0012358646); product type: 0195-heart valves; product ID: d-evprop34, (lot: 0012447154); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the evolut proplus 34 valve, an infold was identified over the 4-node after crimping the first valve. This valve was replaced with another evolut proplus 34 valve, where no relevant infold was detected during a fluoroscopic check. However, after the first recapture of the second valve, an infold was again identified. This valve was subsequently replaced with a new one without any complications.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. The outflow showed an elliptical appearance and inflow displayed a reniform appearance. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close due to their dried state. All leaflets appeared stiff and exhibited severe creases and imprints. Creases and imprints were also noted along the outer wrap. All commissures appeared intact. All sutures were intact; no damage was observed. There was no evidence of bends or kinks to the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state. The retained compressed state may possibly be associated with the valve having been loaded inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.